Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). It was observed laser variation was out of range. Fse replaced m3 mirror, performed optical alignment, tracker camera, torsional camera calibrations and patient energy calibrations. System meets manufacturers specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during laser treatment of both eyes the laser paused. The surgeon was able to resume both treatments. Patient treatment was for -10 diopter. Post treatment the surgeon is reporting that the 2nd eye might have a central island.